Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/17/2015 with the following findings: the lack box data begins on (B)(6) 2015. Due to continuous pump use, the black box data from the time of the alleged incident was overwritten and is unavailable for review. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the display screen was discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: grandmother called in to get assistance in increasing the exceeds bolus limits. Child woke up today with blood glucose (bg) 365 mg/dl, moderate ketones reported. Grandmother received the exceeded limits warning when she was correcting for the high with the pump, so she gave remaining units via syringe per educator instructions. On (B)(6) 2013 at 9:13pm, the bg had been 133 mg/dl after a site/set change. Grandmother reports she uses an agency due to the patient has special needs, and she alleges that the patient has fluctuations in bg due to nurses from agency lacking understanding of insulin pump. Grandmother reports bg can go down to 50 mg/dl like yesterday was then 56 mg/dl at 2:56p from going to the playground and the nurses not giving patient carbs before he went to play or did not do a temporary basal for play time. Child was treated with juice box and bg came up to normal. The patient has hypoglycemia unawareness, so nurse have to check often. Grandmother alleges the nurses are not able to recognize the sign or symptoms of low bg. Grandmother states there have been no changes in medications or health, no pain or stress. Child recently has recovered from a cold. Customer technical support (cts) advised grandmother animas cannot suggest what to change the exceeds limit to, but can assist her in making changes requested by patient, caregiver or health care provider (hcp). Advised her to discuss protocol with hcp. Advised her if bg stays elevated to look at changing out the site. There is no allegation of pump malfunction. This complaint is being reported based on the allegation that a patient on pump therapy experienced hyperglycemia with positive ketones.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.